Manufacturer narrative:
(B)(4).

Event description:
My wife took a swallow of the solution. I use the solution but she woke up 4am and drank solution. [Accidental device ingestion]. Little irritation on her throat [throat irritation]. This case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6)-year-old female patient who received denture cleanser (polident overnight denture cleanser tablets) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident overnight denture cleanser tablets. On (B)(6) 2019, an unknown time after starting polident overnight denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and throat irritation. The action taken with polident overnight denture cleanser tablets was unknown. On (B)(6) 2019, the outcome of the throat irritation was recovered/resolved. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion and throat irritation to be related to polident overnight denture cleanser tablets. Additional information, adverse event information was received via call on (B)(6) 2019. The patient husband called and reported that, "my wife took a swallow of the solution. I use the solution but she woke up 4am and drank solution. Are there any bad side effects? She is okay but just a little irritation on her throat."